Event description:
After the pacemaker was placed in the pt, there was no pacing observed. However, after some troubleshooting it was determined that the ventricular lead (by another manufacturer) was the cause. This pacemaker was not implanted because during the troubleshooting another device had been opened and was implanted instead.

Manufacturer narrative:
The analysis from the MFR is pending.